Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and had loss of capture. No asystole observed. Additional information indicates that atrial lead was not dislodged but the lv lead was coiled up in the right atrium which was clearly visible on chest x-ray. This occurred after the patient fell twice. However, patient was doing outstanding with biventricular pacing from a basal position. Patient lost fifty pounds and has a huge improvement in exercise tolerance. Further, fall incident was not related to the device. According to the field representative patient had an unsteady gait before the implant. This lv lead was explanted. No additional adverse patient effects were reported.